Event description:
It was reported that the unspecified bd intima ii catheter experienced sterility issue. The following information was provided by the initial reporter: on the second day after the operation, the patient needed an infusion due to his condition. When the nurse was about to indwell her with an intravenous indwelling needle, she opened the indwelling needle package and found that there was fog on the inner wall of the box. She was worried that it did not meet the safe use standard, so she replaced it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd intima ii catheter experienced sterility issue. The following information was provided by the initial reporter: on the second day after the operation, the patient needed an infusion due to his condition. When the nurse was about to indwell her with an intravenous indwelling needle, she opened the indwelling needle package and found that there was fog on the inner wall of the box. She was worried that it did not meet the safe use standard, so she replaced it.